Event description:
The advocate stated the customer's blood glucose was tested using his contour meter and the reading was 101 mg/dl. No medication was adjusted based on the reading. The customer felt cold and clammy, so he was taken to the hospital where his blood glucose was tested at 37 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate stated the customer was treated with IV glucose. Troubleshooting of the customer's contour system was not possible as he did not have control solution. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.